Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the probe was sparking.

Manufacturer narrative:
Gtin: (B)(4). The device manufacturer date is not known. Alleged failure: stopped working- unplugged/plugged back in. Sparks out of the probe. The failure(s) identified in the investigation is consistent with the complaint record. The burnt marks observed on the hood was due to the exposed part of the polyimide pins was in direct contact with the hood during used. This will create a short circuit between the active exposed pin and the hood enough to have caused the probe to stop working and sparks led to a hole in the hood. The probable root cause/s could be the lack of glue around the polyimide, glue could have been scratched during the placement of the hood, damage during pin bending. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the probe was sparking.